Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER four hours later with the issue resolved and no permanent damage. Reportedly, control iq software was turned off by the healthcare provider. System check with cts confirmed that the pump and related supplies were operating as intended.